Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to high impedance and high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.rv pace impedance steady at 540 ohms through (B)(4) 2015, then begins to gradually rise up to out of range (> 3000 ohms) starting week of 2015-(B)(4). Alerts for rv bipolar impedance > 2000 ohms in (B)(4) 2015 and for impedance > 3000 ohms (B)(4) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.